Manufacturer narrative:
The failure for heat and not running was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the qa engineer confirmed the motor assembly including the bearings were damaged due to corrosion.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.